Manufacturer narrative:
Justification for no UDI: this product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during the incoming inspection, the internal paddles failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to defective internal handles. The internal handles were confirmed defective during testing with a known-good test device. Replacements were sent to the customer. Analysis of reports of this type has not identified an increase in trend.